Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to access to an illegal or unmapped memory address in the xena integrated circuit. The device was tested on the bench, and after reloading device firmware, further environmental testing could not recreate the backup event. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a patient presented for a pacemaker implant. Upon interrogation prior to procedure, the pacemaker was noted to be in backup vvi. The pacemaker was not used and another pacemaker was implanted. There were no adverse consequences to the patient.